Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing discomfort due and the device and leads are very superficial. Therefore, the physician elected to perform a pocket revision. The device remains in use. No further patient complications have been reported as a result of this event.